Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed noise on both the atrial and ventricular channels. No patient symptoms were reported. The patient would continue to be monitored.

Manufacturer narrative:
This report is to retract report 2017865-2018-06709 submitted on (B)(4) 2018. This report was erroneously submitted. This device is an investigation device exemption product and is not reportable. All previously submitted information should be superseded to not applicable and null fields.

Event description:
This report is to retract report 2017865-2018-06709 submitted on(B)(4) 2018. This report was erroneously submitted. This device is an investigation device exemption product and is not reportable. All previously submitted information should be superseded to not applicable and null fields.